Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another 15mmx3.0mm nc emerge balloon catheter. No patient complications nor injuries were reported.